Event description:
A report of was rec'd that the pt was experiencing difficulty charging. After attempts at troubleshooting were unsuccessful, the pt's database was analyzed for any abnormalities. As a result of the analysis, the bsn rep observed impedance issues with the ipg. The pt is prone to infections; therefore, the physician will not move forward with an ipg revision at this time.